Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer did not start up properly; once turned on a "please wait" message is displayed and it "stayed on that screen." Technical services suggested that the service diskette be run. The programmer status is unknown. No patient complications have been reported as a result of this event.